Event description:
It was reported that a large volume infusor overinfused medication to the patient. This issue was further described as, during infusion, device completed therapy 12hours early instead of the expected 48 hours. The device had been filled with fluorouracil in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from january 13, 2022 to january 14, 2022. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection of the photographs showed images of an infusor device. The reported condition could not be verified from the photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.